Event description:
It was reported that the patients right knee was being revised due to patellar fracture. There was no issue with the poly however, the surgeon swapped the poly while in the knee. The surgeon stated that the patient did not suffer a trauma that he was aware of and does not know the reason why the patella fractured.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella metal back press fit. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding patella fracture involving an unknown patella was reported. The event was confirmed. Device evaluation and results indicated that. A material analysis report concluded, ¿no material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation indicated that. A review of the provided medical records by a clinical consultant indicated, ¿no clinical or past medical history, no operative reports or dates of the primary surgery, and no listing of the specific patellar component utilized are available. Based upon the documentation available for review it is not possible to determine the cause of the fracture of the patellar polyethylene described. The material analysis report did not observe any evidence of manufacturing or material defects in the returned components.¿ device history review not performed as the device was not properly identified. Complaint history review not performed as the device was not properly identified. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients right knee was being revised due to patellar fracture. There was no issue with the poly however, the surgeon swapped the poly while in the knee. The surgeon stated that the patient did not suffer a trauma that he was aware of and does not know the reason why the patella fractured.